Event description:
Contact reported two cocr rods broke in a patient. Reports patient experienced overloading. Revision surgery to remove broken rods is scheduled for (B)(6) 2012.

Manufacturer narrative:
Device was not returned, therefore, an evaluation could not be performed. Complaint history could not be reviewed as the product code is unknown. Review of the device history records could not be performed as the lot codes are unknown. The devices are intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the device during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device remains implanted.

Manufacturer narrative:
A follow-up conversation took place on (B)(4) 2012, with the depuy spine complaints manager, and the involved sales rep at which time the sales rep stated that the surgeon was not concerned about the safety of the product and this was simply a patient / biomechanics complication. The rd group manager reviewed the patient x-rays; the lateral films show evidence of an interbody cage subsidence at the l4-l5 levels which is adjacent to the fractured area of the rods. The position of x-ray markers for the l4/l5 interbody cage indicates that the cage subsided in the posterior portion of the l5 body. Subsidence of the interbody cage could result in a reduction in anterior support and potential non-union of the affected level and there are potentially high stresses placed on the posterior hardware such as the screws/rods etc. The fractured surface of the rod exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. Striations indicative of fatigue failure are also visible. Scanning electron microscopy (sem) was performed on the fractured surface of the returned product sample to facilitate a more detailed investigation of the fracture characteristics. The fractured surface exhibited smooth and grainy/rough regions, which are also indicative of fatigue failure. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (rough region) took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. The review of the patient x-rays and the evaluation of the returned product support the initial conclusion drawn by the surgeon; the analysis indicates that the cobalt chromium rods fractured due to an overload scenario potentially caused by the loss of anterior support.